Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, pacemaker mediated tachycardia and under-sensing was noted. Corrective programming changes were recommended. No further patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.